Event description:
It was reported that "the patient was transferred to the emergency room by syncope. Medical staffs checked it and confirmed it is related to patient's vf (ventricular fibrillation) or condition of the heart. It was not connected the ipg (implantable pulse generator)." The device is still in use. No further patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.